Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected and additional information. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions. The event can be detected and prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water; section 3.8. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colono videoscope exhibited foreign material in the air/water cylinder and air/water channel. There was no patient involvement.